Event description:
It was reported that during a balloon-retrograde transvenous obliteration procedure, a balloon rupture occurred. The physician advanced a 6x2x80 occlusion balloon catheter to the target lesion. The occlusion balloon catheter was inflated using .5cc for each of the three inflations. On the third inflation the balloon ruptured. The occlusion balloon catheter was removed as a unit. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).